Event description:
Related manufacturer report number: 1627487-2022-04845. It was reported that the patient's ipg became inoperable due to not recharging as recommended. In turn, the ipg was explanted and replaced on (B)(6) 2022. During the procedure, it was noted that the lead was corroded and the screw broke. High impedances causing ineffective therapy was also observed, but therapy was able to be achieved with the patient's other lead so the port was plugged.